Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated patient started seeing "settings not available" on their controller last week. Upon checking impedances today, it was discovered contact 10 had high impedances at 40k ohms and this particular contact had been active in patient's programming. Caller was able to reprogram the patient without using contact 10 and obtained adequate coverage. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that they were not getting the correct therapy settings. They are now getting a settings not available message and are in quite a bit of pain. The cause of the high impedances was not determined; however, the manufacturer representative was able to program around the high impedance in order to obtain coverage. 2022-aug-01, rtg0333948 (rep): caller met with patient and observed electrodes 9,10 and 12 >40,000 ohms. Patient was seeing an oor on their controller around 12ma. Patient was programmed on electrode 10 and this was removed from programming. Last night the patient was unable to increase intensity beyond 9ma. Today caller reported electrodes 9-14 were >40,000 ohms and 10 and 12 were normal. We discussed possibly intermittent connection and recommended exhaustive impedance testing. No falls or trauma reported, nor any medical procedures. Per patient, has experienced this issue for the past 3 months approx. Patient was not receiving effective therapy. It was thought that right lead may be fractured. Ran several impedance checks while palpating around the ipg pocket and received different readings each time. Patient also felt intermittent shocking. Managing physician will be ordering x-ray to see if any visible issues. Will be discussing possible lead revision with patient. Additional information was received from the rep. No visible fracture was noted however patient was referred to a physician for a lead revision (date unknown). The issue is unresolved.